Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The following communications and visual/functional testing was performed: a philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a defective speaker. A nemo (non engineering material only) service was agreed upon. A speaker assembly was ordered to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer was provided a speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the loudspeaker is defective. The device was in clinical use at time of event; there was no adverse event reported. A good faith effort attempt was conducted if the device still produced sound was not successful.